Event description:
This patient had bilateral breast augmentation in november, 1980. Her health prior to the fall of 1991 is characterized by intermittent episodes of flu-like symptoms with fatigue, diffuse aches and pains. Since 1991 her health is characterized by increasing fatigue, arthritis of the knees, arthralgia of the kness and elbows, mylagia of the upper back, short term memory loss, blurry vision, night sweats, poor short-term memory, dry mouth, irritable bowel syndrome, and frequent muscle spasms. A periprosthetic capsulectomy with removal of the implants was performed. The right implants was intact the left implant was rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.